Event description:
This is a report of a home patient (hp) who was diagnosed with peritonitis. The cause of peritonitis was break in aseptic technique, further described as the hp make mistaken touch contamination, did not clean the area prior to starting therapy and family members visited the house with the flu. Treatment was not reported. The hp then had a recurrent case a month later and was hospitalized, treatment again was not reported, the hp was not recovered yet.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.